Event description:
It was reported that during a spinal procedure to implant interbody device at l3-l5, the cage was not easily to be impacted because of the small disc space. The cage came off the inserter, but it was implanted properly using another instrument. No pt injury or complication was reported.

Manufacturer narrative:
(B)(4). Visual review of the submitted pictures did not reveal any identifiable functional or material defect. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.